Manufacturer narrative:
(B)(4). Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during a normal patient follow up, it was noted that this left ventricular (lv) lead exhibited loss of capture in the left ventricle. A chest x-ray was taken and revealed that the lv lead had dislodged. All other lv lead measurements were in normal range. The patient did not experience any changes in their condition or other adverse effects as a result of the loss of lv therapy. A revision has been scheduled for a later date to reposition the lv lead.

Event description:
Additional information was received that a revision procedure was performed and this lv lead was capped, surgically abandoned, and successfully replaced. All measurements with the new lead were in normal range. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4) as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.